Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.8x19mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 75% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. A non-abbott balloon ruptured during dilatation of the lesion causing a perforation. A 2.8x19mm graftmaster rx was advance to seal the perforation however, the graftmaster failed to cross the anatomy. Subsequently, a 2.8x16mm graftmaster rx was advanced, and also failed to cross the anatomy and was simply removed. Ultimately, a 3x23mm xience skypoint drug eluting stent (des) was able to cross the anatomy and reach the perforation to successfully stop the bleeding. There was no adverse patient sequela. No additional information was provided.